Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt light-headed and was laid down during a routine office check. The patient is dependent and was sent to the emergency department. It was discovered the device went into safety mode resulting in oversensing and pacing inhibition with asystole less than two seconds. Subsequently, a temporary wire was placed, and the patient underwent a device changeout procedure. The device was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. At this time, the device has not been returned. If the product is received for analysis, this report to be updated with pertinent information, upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt light-headed and was laid down during a routine office check. The patient is dependent and was sent to the emergency department. It was discovered the device went into safety mode resulting in oversensing and pacing inhibition with asystole less than two seconds. Subsequently, a temporary wire was placed, and the patient underwent a device changeout procedure. The device was explanted and a new device of a different model, was successfully implanted. No additional adverse patient effects were reported. At this time, the device has not been returned. If the product is received for analysis, this report to be updated with pertinent information, upon completion of analysis. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Analysis identified device characteristics that would have caused or contributed to the reported clinical observations.